Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07apr2020.

Event description:
It was reported that the ventilator had a 'high priority check vent alarm: high rate or low rate'. There was no patient involvement.

Manufacturer narrative:
G4: 06jul2020 b4: (B)(6)2020 the parts are not available at the moment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jul2020 b4: (B)(6) 2020 upon a follow up, the customer troubleshot with technical support and reviewed the check ventilator alarm. It was reported that the alarm was normal / expected alarm. The customer was advised on how it is display on the v60 ventilator. The customer was under the impression that this alarm indicator was related to a failure of the device. It was reported that the ventilator had no malfunction and is working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.